Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-08798 & 2134265-2017-09177. It was reported that fourteen days after stent implantation, the patient presented with st elevated myocardial infarction (stemi), third degree heart block, thrombosis and died one day post re-intervention. The target lesion was located in the mid right coronary artery (rca). A 2.25 x 12 synergy stent and a 2.25 x 16 synergy stent were implanted in the distal rca and the physician was attempting to deliver another 2.25 x 12 synergy stent, however, difficulty advancing in the mid rca was noted. As the physician was pulling the stent back into the guide catheter, resistance was felt and as he continue to pull back he noticed the stent stayed in the ostium of the rca and the shaft continued to pull back. When the delivery system was out of the body, he realized that the distal 8 inches of the shaft were broken off, part in the artery and part in the guide catheter. A non bsc guide extension catheter was positioned into the area and was used to re-capture the broken shaft and pull it out. The dislodged stent was deployed against the wall in the right ostial artery. After this, a dissection was noted in the rca. The vessel could not be re-wired and the patient was sent to bypass surgery. The surgery went well and the patient was doing very well. Fourteen days later, the patient presented with stemi and third degree heart block. In the cath lab, it was noted that the saphenous vein graft was full of thrombus. Three non-bsc stents were placed in the saphenous vein graft and at the end of the procedure there was a timi 1 flow down the vessel. Patient was brought upstairs to her room in a "critically ill" status and died the following morning. The cause of death was acute hemorrhage. The physician does not believe the patient death is related to the synergy stents.